Event description:
Pt had alk 1/27/95. The unit stopped 3/4 of the way across the flap, creating astigmatism and a poor flap allowed epithelial growth at one edge. Vision stabilized at 20/40 for 2 yrs. Last week the pt had foreign body sensation and returned with a total cap and cornea failure - edema of cornea and loss of vision to c.f. (Count finger.) This is the latest complication of a micro keratome that rptr knows of, 2 years post op.